Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that the unit went to bypass mode. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation was performed considering complaint description, cs reports, system history, and system log files. Log file analysis showed that the main application process went into a frozen state and the system became unresponsive to the events from other software components. Unfortunately, this error also prevented further logging activities for a more detailed investigation. According to experts, it is most likely that the application hung at the windows kernel layer, resulting in the problem described within the complaint description. As mitigation of the faulty situation, the system switched to "bypass" mode and user message "bypass fluoro" was displayed. In this type of error scenario, the user is advised to restart the system according to the user manual. Full system functionality was restored by manual restart by the user. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.